Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via email that high blood glucose was experienced between 214 mg/dl to over 600 mg/dl and then plummeted to 60 mg/dl. The customer was hospitalized as well. Troubleshooting contacted the customer's doctor and indicated that a replacement pump would be provided to the customer.